Manufacturer narrative:
Additional information: h6, h11 h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alert during an underdosing of medication. During this event, it was observed that the pump roller clamp was partially closed which resulted in an underdosing of medication; however, there was no alert that would indicate an under infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.